Manufacturer narrative:
Upon receipt of the product, it noted the malfunction was not a reportable event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
The metal rim on lug hole on the trial femur broke. (B)(6) 2015 upon evaluation of the returned device ((B)(4)) the lug hole bushing was found to be damaged, not broken. Reported in error ay